Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to vascular trauma. Additionally it states: ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and / or tortuosity) should be adequate to accommodate the required introducer sheath diameters.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent semi-emergent endovascular treatment for a thoracic descending aortic aneurysm (size: 10 cm or more) using gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A dryseal flex introducer sheath (22 fr) was inserted in the right femoral artery (fa). It was only advanced 10 cm since the diameter of the right fa was narrow (as small as 7 mm). Therefore, a ctag-ac (tgm343420j) was directly advanced into the right fa. It went near the external iliac artery (eia) but became stuck there. The ctag-ac was removed. After removal, angiography showed rupture of the right fa. A reliant balloon catheter was inserted into the right common iliac artery (cia) and inflated there to stop the blood flow into the fa. After removing the balloon catheter, a gore® viabahn® endoprosthesis (9 mm x 10 cm) was deployed at the ruptured site. However, bleeding did not stop. An additional gore® viabahn® endoprosthesis (9 mm x 5cm) was implanted in the right fa, but the blood pressure still decreased. Thus, a reliant balloon was used again and the right cia was occluded by the balloon. The blood pressure was stabilized by clamping the right fa at the implantation site of the viabahn devices. The access from the right fa was discontinued, and the devices were inserted from the abdominal aorta. All the planned devices (two ctag-acs) were placed successfully. The right fa was then surgically repaired. The final angiography showed occlusion of the right eia and thus, a femorofemoral bypass was carried out. The patient tolerated the procedure. The reporting physician commented as follows: the device was not forcibly advanced, but the vessel rupture occurred as a result. Regarding the right eia occlusion, it was probably due to blocking blood flow for a long time.